Manufacturer narrative:
As this pg remains implanted no analysis will be performed. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this patient implanted with this pulse generator (pg) experiences a pleural effusion and shortness of breath. This patient was hospitalized and the fluid was drained. This pg remains implanted.